Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had damaged battery cap. Customer's blood glucose value was 150mg/dl. They were assisted with troubleshooting and they had trouble turning the insulin pump on. They were able to turn the insulin pump on using a different battery cap. It was reported that they had to wrap the battery cap on the insulin pump. The insulin pump was returned for analysis.